Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the act button was not responding customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.